Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the clips were malformed and this caused the devices to become jammed. The clips are attached to one of the products. There was no pt consequence.

Manufacturer narrative:
D5,6;h3,4,6;g4: added additional info.